Event description:
The device was returned to the service center with a report that prior to patient use the device would no power on ac or dc power. This is not a reportable malfunction. However, during testing at the service center it was found the device ha da burnt component was noted on the printed circuit board.

Manufacturer narrative:
During testing at the service center a burnt component was noted on the middle printed circuit board and a damaged trace and pad. The probable causes of the burnt component may have been due to a broken component, over voltage, or a broken ac power adapter. The customer reporter no power on ac or dc power was confirmed during testing. This report represents all the information known by the reporter upon query by hospira personnel.